Manufacturer narrative:
Concomitant medical product: w1tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p), right atrial (ra) lead and right ventricular (rv) lead were explanted due to a systemic bacteremia. The ra and rv leads were sent for culturing. The left ventricular (lv) lead remains in use and was connected to the newly implanted implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.